Manufacturer narrative:
H11: MFR report (B)(4) was previously reported in error. After a follow-up with the philips remote service engineer (rse), it was confirmed that the customer did not report the ec 1122 blower temperature high, they called to report an ec 1105 - alarm led failed (defective alarm indicator). Philips has confirmed there was no blower temp failure by reviewing the diagnostic report (drpt) looking for any error codes 1122. Based on the information, the issue does not meet the reportability criteria. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "blower temperature high", had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Power was removed then reconnected and powered up in ventilation mode but the alarm persisted. The customer then requested replacement of the power management (pm) printed circuit board assembly (pcba). Onsite service is currently pending. Investigation is ongoing.